Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The subject device was manufactured in august, 2012 based on the provided 3 digit lot information. The device history record was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the connecting tube could not be connected due to external stress to the tube. The user may have hit the tube with something hard or applied force toward incorrect direction. However, a definitive root cause could not be determined. The following information is stated in the IFU (instructions for use) which may help user to detect the event: ¿preparation and inspection: move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer returned four (4) connecting tubes of maj-2110, lot# 28a to olympus for evaluation. It was noted that each connecting tube came with its original packaging and instructions for use (IFU) leaflet but all packages had already been opened. Visual inspection of the reprocessor side (light blue) connector as received condition observed that all gray lock levers and clips were intact. The pin inside each blue connector was also present. All the connecting tubes appeared to be in new condition. The scope side connectors were also functional. The connection between the tube connector and oer basin connector could not be tested due to oer -elite not being available in house at time of evaluation.. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
The customer reported to olympus that the oer-elite connector tubes have been ¿shooting off¿ of the oer-elite. The customer reported this would occur multiple times and each time, a new connector would have to be used. Initially, the customer had thought it was a pressure problem, however, after speaking with olympus technical support, it was determined to be caused by the alligator clips. The customer was provided replacements and the replacements are working properly. There were no reports of patient harm associated with this event.